Event description:
New information received states that an asymptomatic patient presented in clinic for follow up when another episode of post paced t wave oversensing was observed. Further programming changes were discussed.

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine device check-up, post-paced t-wave oversensing was observed on the ventricular channel. The recommended programming change was made.